Event description:
On (B)(6) 2010, baxter canada product surveillance was notified of a complaint from a customer regarding one unit of floseal hemostatic matrix. The customer indicated that after insertion of the 5 ml syringe needle into the calcium chloride vial, orange particles were observed in the syringe. The process step and any report of patient injury or medical intervention are unknown. The calcium chloride vial and the 5 ml syringe are available for evaluation. Incident date: unknown.

Manufacturer narrative:
(B4). Baxter medical assessment: in this case the particles have been visually identified and the product has not been used on the patient. In case this hazard would reoccur, and the user would not visually identify the particles, a worst case clinical scenario would lead to a localized, minimal foreign body reaction, which only in exceptional cases may end up in a serious injury. (B)(6). A follow-up will be submitted upon evaluation of the sample.